Event description:
It was reported that the non-invasive blood pressure measurement was not working. The device did not alarm / alert as intended. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the non-invasive blood pressure (nibp) measurement was not working. The device did not alarm / alert as intended. A good faith effort (gfe) was sent to obtain additional information regarding the issue. Per gfe response, the customer confirmed the device alarmed as intended and there was no patient harm. The customer indicated that the nibp did not work and it was noted that the nibp pump needed to be replaced. The customer replaced the nbp pump assembly to resolve the issue. The device was reported to be in use on a patient, but no death, or patient/user injury or harm was reported.